Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 impact codes and medical device problem codes were updated/corrected and repopulated accordingly. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a impella 5.5 on a 74 year old male for support during an elective procedure. During insertion, there was difficulty torquing impella 5.5 towards apex and getting past p4 on flows and the optical sensor zeroing was off by 30 points compared to a-line. Volume was given and it seemed to help. However, the patient's left ventricle appeared small on tee. The 5.5 initially appeared stuck on the papillary muscle and advancing straight towards the free wall. After repositioning, the pump could not achieve higher flows without suctioning despite the 5.5 sitting midventricular and measuring 4.8cm from the av. The patient is still on support in the unit and making progress.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: difficult to place or position: the cause of the difficult to place or position is most likely due to the patients condition as they had a small lv and the pump was difficult to torque. Device in wrong position: based on the clinical details provided, the cause of the device in the wrong position is most likely due to the patients condition as they had a small lv and the device was hard to position towards the apex. Low or blocked pump flow: the cause of the low or blocked pump flow cannot fully be established due to insufficient clinical details provided. Placement signal issue: based on the data logs provided, the cause of the placement signal issue is likely due to a calibration issue, however the proximal cause cannot be established.